Manufacturer narrative:
Complaint number (B)(4). The device was not returned for evaluation, however, the device history record was reviewed and there was nothing in the DHR to indicate the device was released with any non-conformances that would have contributed to the complaint. Device discarded by facility.

Event description:
During a minimally invasive case, surgeon tested the clip at least once prior to initiating contact with the patient. The clip was placed with no incident. Complete closure was confirmed on tee with no incident. The clip was deployed with no incident. The surgeon began the applicator removal process with the clip applicator in the open position. He then tried to close the clip applicator by pressing the appropriate button near the applicator handle, but was unable to. He then removed the trocar from the patient, and removed the clip applicator. Then he was able to remove the clip applicator, and the case was completed as planned.